Manufacturer narrative:
(B)(4) the customer returned one 3-lumen pressure injectable PICC for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the catheter body was kinked and ruptured. Microscopic examination confirmed the damage and revealed that the appearance of the rupture is consistent with a pressure-related break. Deformation or slight stretching of the catheter body was also noted directly adjacent to the tear, which, in combination with the catheter hole, is consistent with the appearance of over-pressuring within the catheter. No damage or anomalies were observed with any of the extension lines. The hole in the catheter body measured 37mm - 42mm from the juncture hub. The kinks in the catheter body measured 2mm and 40mm from the juncture hub. The total length of the catheter body measured 38.0cm, which is not within the specification limits of 54.85cm - 57.76cm per the catheter product drawing. This matches the customer report that the PICC was intentionally trimmed around 16.85cm - 19.76cm. The catheter outer diameter measured 0.0785", which is within the specification limits of 0.078" - 0.083" per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit , which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter extension lines were individually flushed using a lab inventory syringe. The white and blue extension lines flushed as intended without leaks or blockages observed. The distal pink extension line was flushed, and a leak was observed from only the ruptured hole. The IFU provided with the kit informs the user, "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa). The maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec. Refer to the product specific labeling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection." The pressure injection info card states for a 6fr x 55cm, 3-lumen PICC, the max indicated pressure injection flow rate for the pink extension line is 6 ml/sec. The blue and white extension lines are not intended to be used for pressure injections. The report of a ruptured catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was ruptured towards the juncture hub. The appearance of the hole is consistent with damage due to over-pressurization within the catheter. An occlusion within the catheter body could contribute to overpressure within the lumen and an increased risk of catheter rupture. Based on the customer report and the sample received, unintentional use error (occlusion leading to over pressurization) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "PICC line possibly ruptured during a CT scan. The patient reported bulging under her skin and then a pop when the contrast was being injected. I assess the PICC. White and blue lumens had positive blood return and flush. The pink lumen had no blood return but flushed. An xray of the arm was performed which demonstrated contrast in the tissue. The PICC was removed per md. There is an obvious rupture between 2 and 3 cm. There was no other reported patient harm. They were reported as being fine post the incident."